Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by stress during use or external factors or handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to factory of olympus medical systems corp. (Omsc) but was returned to the service department. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user reported that the endoscopic image was not displayed. There was no report of patient injury associated with this event.